Event description:
New information received states that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There was an error message indicating that the high voltage therapy might not work. No further information was available.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic experiencing diaphragmatic stimulation. The implantable cardiac defibrillator exhibited an alert for possible high voltage circuit damage. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. No intervention was performed. The patient was stable post event.

Event description:
New information received states that due to the battery performance alert (bpa) advisory, a bpa was received by the clinician again and awaiting explant. The patient was asymptomatic. Further information was requested, but not yet available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.